Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 2 years and 5 months (calculated from the date the system controller was issued to the patient). The system controller serial number (B)(4) was not returned for evaluation and remained in use. According to the provided information, the expired battery serial number (B)(4) was replaced and disposed. The reported event of a backup battery fault alarm was confirmed based on the information recorded in the log file provided by the customer. The log file contained approximately 6 days of events, recorded from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2017 at 12:00 am a backup battery fault alarm became active. The alarm was associated with backup battery passed expiration date of 01aug2017. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during technical services¿ review of the submitted system controller log file, backup battery faults were observed, beginning on (B)(6) 2017 at 12:00 am to the remainder of the log file. This was followed by a yellow wrench alarm associated with the backup battery fault. The pump appeared to have maintained pump speed. The patient¿s log file had been submitted to the manufacturer¿s technical services for review without the report of an event or issue. It was reported that the patient did not perform a system controller exchange, as they had been educated to call the center prior to changing controllers. The ebb was expired and was exchanged by the center. Reportedly, the patient was asymptomatic related to this event.

Manufacturer narrative:
The system controller and backup battery were not returned for evaluation as the system controller remains in use. The backup battery was reportedly discarded. The evaluation of the backup battery documentation revealed that the backup battery was manufactured in (july 2014). Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on (august 1, 2017) the system controller log file displayed a backup battery fault alarm at 12:00 am midnight. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c).